Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera cart unit was shutting down automatically. There was no patient involvement.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735670, serial/lot #: (B)(4), UDI#: (B)(4), a medtronic representative went to the site to perform a system checkout. The system passed checkout and no issues were found. Fdm b01, fdr c19, fdc d14 are applicable to the system checkout. If information is provided in the future, a supplemental report will be issued.